Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product was confirmed because reconnecting disconnected solution bags is a use error that can cause contamination. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report addresses the issue of use error- reuse of supplies. The customer contacted baxter's technical service center to report an issue of a heater bag disconnection during the previous night's therapy. The disconnection was noticed shortly after the start of the therapy. The cg reconnected the bag and continued therapy. The tsr warned the cg that if the bag disconnects they should stop therapy and replace the setup. The cg will contact the peritoneal dialysis registered nurse (pd rn) the next day regarding this issue. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted.